Event description:
It was reported during definitive implant, the physician opened the extension, tunnelized it and when he had to connect the lead to the extension, he noticed that the proximal contact on the distal end of the extension seemed to be turned and not aligned to let the screw be correctly tightened. There was no injury to the patient. The physician opened and implanted another extension. Patient was "ok". Additional information will be provided when it becomes available.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.